Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) is complete. The reported problem (battery won't power monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon eval, the battery's cells were depleted. The cause of the inability to power on a monitor is the depleted cells. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll dist contacted zoll to report that battery sn (B)(4) would not power on a monitor.